Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted (B)(6) 2025 for group b streptococcal (gbs) bacteremia secondary to deep driveline infection. The patient was admitted again on (B)(6) 2025. They received ceftriaxone in the hospital for approximately two weeks followed by three doses of dalbavancin, two weeks apart, with the last dose administered on 05aug2025. They were unable to send the patient home on intravenous (IV) antibiotics due to high-risk history. The patient would continue amoxicillin indefinitely, and compliance was unclear.